Event description:
A filter was inadvertently deployed in the aorta. The filter was retrieved with a snare the following day without incident and another filter was appropriately placed in the vena cava. This device was destroyed by the user facility. Therefore, no failure analysis is available. Follow up indicated the sheath was inserted in the pt's left side, the filter was deployed and upon withdrawing the carrier system a flash back of blood was noticed. It was determined the filter had been placed in the aorta. No malfunction of the device occurred. Directions for use state: "the stainless steel vena cava filter with 12 french introducer system is indicated for the prevention of pulmonary embolism in the vena cava. Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."